Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call their insulin pump died and they lost their settings. Customer's blood glucose level was 265 mg/dl. Customer advised they woke up their device was off, they replaced the battery and it took a while for the device to turn on. Troubleshooting for the failed battery test was performed. Customer was advised they would be sent a new battery cap and to monitor the insulin pump. Customer advised they did not feel the insulin pump vibrate or hear the device at all. Troubleshooting for the no delivery alarm was performed. Customer was unable to complete troubleshooting, they did not want to return the set for analysis and they did not want to return the set for analysis. Customer was advised to call back when they receive an alarm error to continue troubleshooting.